Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out. Insulation was observed on both atrial and ventricular leads. The atrial lead was repaired. The ventricular lead exhibited noise after pocket was closed. The pocket was reopened. The lead was capped and replaced. The patient is in good condition.